Manufacturer narrative:
Please note (B)(4) no longer applies to this report. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: please note conclusion code and result code no longer apply to this report. Analysis of the returned ins (serial # (B)(4)) found that the device was functionally okay with insignificant anomalies. The ins reached normal end of life/telemetry and output was okay. The ins had good stable output on all electrode pairs tested from the ins to the cut extension. It was noted that the connector module/cover was scratched and the access hole adhesive had a cosmetic cut.

Manufacturer narrative:
Concomitant products: product ID: 3998, lot# v011860, implanted: (B)(6) 2006, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
The patient reported that in 2010 they had rods placed in their legs. Since the surgery they have not used their implantable neurostimulator (ins) because when it is on it "sends them wild." The patient was seeking out a new health care provider (hcp) to possibly have the device removed. The indication for use was for failed back surgery syndrome. No interventions or outcome were provided however additional information has been requested. If received a follow up report will sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.